Event description:
It was reported that the patient received inappropriate shocks. Upon interrogation, device was found to be in backup vvi mode. A successful software download was performed, and the device was restored to normal operation. Patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.